Manufacturer narrative:
Product is not available for return.

Event description:
Flexisoft head keeps breaking off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that oral-b flexisoft brushheads keep breaking off. The reporter stated the product's logo does not come off when scratched with a coin. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.